Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/25/2015 with the following findings: a review of the black box revealed no evidence of short battery life. The battery was replaced and used on 04/27/2015 and was found not to be fully charged. There were several ¿call service (cs) 240¿ low battery warnings due to normal battery wear. The battery and cartridge caps were not returned; therefore, test caps were used to complete investigation. During evaluation, the ¿ez-prime¿ steps were successfully performed on the pump with no power interruptions or any errors, alarms or warnings. The current draws were within specification. The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the cgm module. There were no power issues or battery life issues found during investigation. Unrelated to the complaint, the text on the display screen was found to be dim and reddish.